Event description:
It was reported that the device would not operate on battery power. There was no pt use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the user interface (ui) to stack ribbon cable assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the replaced assembly and observed that the solder joint of pin c1 of the connector plug p21 was damaged.